Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device confirmed the instrument was damaged. The noted damage is consistent with inadvertent user error as attributed to saw blades coming into contact with the device. The investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the attune cr fem trial sz 5 rt was damaged . Spd is requesting new one.